Event description:
It was reported the patient was out of the hospital and at home. It was unknown what was done in regard to the medication in the pump. No further information was available.

Event description:
Hcp reported that a pump patient that they do not manage, was from out of town, and needed a refill. Saline was infused into the pump per the instruction of the out of town managing physician. The pump was subsequently refilled by another clinician. The patient experienced an adverse reaction and was admitted to the intensive care unit in the hospital. The pump was put in the stopped mode and the patient was recovering. The patient status was being monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk... Catheter: model# 8598a, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk.. Accessory: model#8590-1, lot# n247208, implanted: (B)(6) 2010, explanted: unk. (B)(4).